Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - nonmalignant pain. It was reported that stimulation was not covering the pain. Patient stated stimulation does not cover the pain it was implanted for but does cover the aches in legs. No further complications were reported/anticipated. Additional information was received from the patient. It was reported that the patient still has a lot of pain and the stimulator has not helped much in the last year. The patient later said it has never helped since implant. The patient cannot sit or stand very long and the stimulator does nothing for his low back pain in his tailbone shooting down his legs. The patient said the only time he turns it on is in the evening and he is done with his daily activities. He stimulates his aching in his legs and turns it up pretty high. The patient found that opiates/ hydrocodon/ oxycodone are the best to control pain and help him sleep at night. The patient said he met with a manufacturer representative (rep) previously and she put different programs in, but they messed up because they could not pinpoint the pain. No further complications were reported. Additional information received from the patient indicated that they no longer use the stimulator and have not charged it in quite a while. They stated that the ins didn¿t do anything for their lower back pain. The patient noted that they had met with the manufacturing representatives to reprogram the device 2-3 times, but they could not get stimulation in their torn disc area in their lower back. They mentioned that their pain seemed to get a little better since their device was implanted, but they still have been dealing with some pain that is worse in the morning. The patient also stated that when their device was on, it would ¿shock¿ them from time to time when they would be moving around, so they decided to stop using the device. They added that they may get the device removed and try something else. The patient was redirected to their healthcare provider. No further complications were reported or anticipated.